Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The physician opted an early lead pull procedure to ensure that the symptom will not worsen and prescribed the patient with benadryl. The patient was doing well postoperatively, and the removed leads were discarded by the medical facility. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed a rash from the dressing. The physician opted an early lead pull procedure to ensure that the symptom will not worsen and prescribed the patient with benadryl. The patient was doing well postoperatively, and the removed leads were discarded by the medical facility.

Event description:
It was reported that the patient developed a rash from the dressing. The physician opted an early lead pull procedure to ensure that the symptom will not worsen and prescribed the patient with benadryl. The patient was doing well postoperatively, and the removed leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7311332, UDI: (B)(4).